Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported discordant, falsely elevated cardiac troponin I (ltni) patient results were obtained on a dimension xpand plus with heterogeneous immunoassay module (hm ) system. Siemens healthcare diagnostics headquarters support center (hsc) evaluated the information provided and the instrument data files. Maintenance was performed on the instrument which included decontamination of hm and the recalibration of ltni. No product non-conformance was identified with the ltni assay or the dimension xpand plus with hm instrument. No additional ltni discordant results were reported by the customer. The cause of the event is unknown. The instrument is operational. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant falsely elevated cardiac troponin I (ltni) results were obtained on patients' samples on a dimension xp and plus with hm instrument. The discordant results were reported to the physician(s) and questioned. The same samples were reprocessed the same day on an unknown alternate instrument and lower correct results were obtained. Corrected reports were issued. The customer stated one patient was treated due to the discordant result but was unable to provide further information on the treatment performed. There are no known reports of adverse health consequences due to the discordant ltni results or due to the unspecified treatment provided to the patient.